Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was contacted by the physician who reported that this patient was presented back to the electrophysiology (ep) laboratory. The device and lead system (boston scientific and competitor leads) were explanted due to infection. The patient had been admitted into the hospital four days prior to the explant procedure with complaints of fever. The pocket site was redden and an infection at the pocket site was suspected. The patient is not pacemaker dependent. The physician plans to treat the patient with medication and determine when the replacement procedure will scheduled.